Event description:
Caller reported that t:slim x2 pump battery would not charge, resulting in the pump shutting down and becoming unable to turn back on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.